Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 16-apr-2029, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 25-apr-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient experienced new pain unrelated to baseline and required hospitalization. A computed tomography (CT) scan was conducted with normal results. The patient was hospitalized and is being monitored and given pain medication. Additional information from the rep indicated that the hospitalization and new pain was was related to the device/therapy following implant. Patient was discharged and was seen in office for post op. Pain is resolving and responded well to stimulation which is helping control her pain during healing.